Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: image guide protector is damaged; nozzle has foreign objects; due to wear of zoom lever, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal sheath rubber has white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; damage or deformation due to physical stress; paint on suction cylinder is peeled; adhesives around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; switch3 has a scratch; paint on suction cylinder is peeled; universal cord has a wrinkle; ands adhesives around light guide lens has white-clouded area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lusera colonovideoscope had a broken cover on the operation part. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.